Event description:
It was reported that the patient's device was replaced with a device from another manufacturer the day prior to report because the lead wire "got broke" during an explant procedure to remove her implanted pump.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708360, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3487a-45, lot# v157444, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead (B)(4).